Manufacturer narrative:
Patient information was unavailable from the site. An approved biomedical engineer was on-site at the time of the reported issue. Initial troubleshooting by the engineer determined that the dingus on the imaging system was out of alignment. The engineer then realigned the dingus and the system functioned as designed. No additional information was provided. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a procedure, the site was unable to open the gantry door. Initial troubleshooting was performed by a certified biomedical engineer on-site inspecting the system and finding that the dingus was not aligned properly. The biomedical engineer then realigned the dingus and this resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.